Event description:
It was reported that there were multiple times when no insulin would be seen at the end of the fill tubing. Customer would reportedly reuse tubing and cartridges. The customer's blood glucose level was impacted.

Manufacturer narrative:
The t:slim pump user guide stated to only use single-use, disposable t:slim cartridges. In addition, the guide states to change infusion sets every 48-72 hours. The efficacy of the t:slim pump cannot be guaranteed if cartridges and infusion sets are filled more than once. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.